Event description:
Procedure to "tack up" a coil loop protruding from the aneurysm neck into the parent artery using the balloon catheter. While attempting to push the coil loop into the coiled aneurysm with the inflated balloon, physician was unable to deflate. Physician switched to a large syringe, unsuccessful after multiple attempts. The balloon's guidewire was retracted from the distal aperture in an attempt to deflate the balloon, unsuccessfully. The guidewire was re-inserted, deflation re-attempted without success. A new guidewire was inserted, deflation procedure repeated, without success. Physician opted to attempt balloon removal with gentle traction. Fifteen minutes later, the balloon catheter was removed from the pt. The pt developed a massive bleed following the procedure.